Manufacturer narrative:
As reported in a research article, tavr-in-tavr in surgical valve for recurrence of failed bioprosthesis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: tavr-in-tavr in surgical valve for recurrence of failed bioprosthesis

Event description:
The article, "tavr-in-tavr in surgical valve for recurrence of failed bioprosthesis", was reviewed. The article presented a case study of an 84-year-old female patient with a history of severe aortic stenosis. It was reported on an unknown date, a 21mm st. Jude trifecta valve was chosen for implant. It was then reported on an unknown date in 2018, a 23mm evolut r valve was chosen for transcatheter valve-in-valve (viv) for bioprosthetic valve failure of the trifecta valve. It was reported on an unknown date, the patient presented with acute heart failure due to severe aortic valve stenosis. A decision was made to perform another transcatheter viv with a second 23mm evolut r valve. The patient was reported discharged 7 days post-intervention. [The primary and corresponding author was madjid boukantar, hopital henri mondor, explorations fonctionnelles, 51 avenue du maréchal de lattre de tassigny, 94000, creteil, france, with corresponding e-mail: madjid.boukantar@aphp.fr]

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.d4: the UDI number is not known as the part and lot number were not provided.literature attachment: tavr-in-tavr in surgical valve for recurrence of failed bioprosthesis